Event description:
On (B)(6) 2010, an implantable cardioverter defibrillator (ICD), was placed in my chest. This device is a st. Jude device, and it have shocked me over 40 times. The doctor who inserted the device - during an interrogation after 8 shocks noted that, "every-time this pt exercises and his heart rate starts to go up it could be misinterpreted by the device as ventricular tachycardia or ventricular fibrillation". I was refered to medwatch by (B)(4). They said that medwatch is the FDA program that reports serious reaction with medical products such as devices. My objective is to bring a law-suit against st. Jude, or to join the class action law-suit that is pending who is trying to establish that st. Jude violated the FDA's requirement for the company to report device flaws to the agency and erred in manufacturing the device in accordance with FDA rules. For the past four years, since the device were put in my chest, I have not been able to exercise. This have caused my health to deteriorate. This have caused me great anxiety, and I am very paranoid with the device in which I never needed it in the first place. Can you please help me concerning this matter.